Event description:
Transvenous pacemaker inserted in emergency department and changed in ICU. While changing pacemaker pt suffered loss of capture of pacing. Caridac arrest and death ensued. Discovered knurled knob on negative electrode does not secure pin, causing electrode signals to go very slowly, resulting in asystole. Dob: 6/1/1898.